Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted during testing. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, and a missing end cap sticker. The visual inspection showed that there was damage to the battery tube threads and not the battery cap as reported by the user. The battery cap was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump had a crack, was beeping and stopped working. Customer's blood glucose was unknown. Customer stated that the rubber piece was not connecting located on the battery cap. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.